Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the air¿water tube, connecting tube, and on the a-rubber (bending section cover) adhesive, as well as corrosion on the c-cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign material in the air water tube and in the connecting tube is cause not established and the most probable cause of the corrosion at c-cover is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.